Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon interrogation, the patient's implantable cardiac monitor (icm) exhibited post-sensed t-wave oversensing and over-sensing of p waves. Corrective programming changes were made on (B)(6) 2021. There was no patient involvement in the event and no adverse consequences were reported.